Event description:
It was reported that the lead was implanted with no difficulty; however dislodgment was noted on the post-op day 1 check. The lead was repositioned and helix extension was confirmed radiographically. The implanting physician gave tug test to ensure it was stable. Check that afternoon showed another dislodgement. Following implant of a new lead, and extraction of initial lead, showed the helix was not extended. Implanter questioning whether there was issue with helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.